Event description:
Vascular closure for interventional coronary procedure. The catalyst iii device was used with no reported device issue. The closure procedure was completed successfully and the pt was discharged on (B)(6) 2014. On (B)(6) 2014, the pt contacted the hosp with a hematoma measuring 4cm. The pt returned to the hosp and underwent ultrasound, which determined that the pt had a pseudoaneurysm in addition to the 4cm hematoma. The pseudoaneurysm was treated with a thrombin injection. Pt was discharged again on (B)(6) 2014. No further injury or complications were reported.

Manufacturer narrative:
The reported pseudoaneurysm was resolved with a thrombin injection. The device was not returned for physical investigation. The lot number is unk. While the device was not returned for physical investigation, there is no reported indication that the device did not function as intended. Hemostasis was achieved at the access site and the pt was discharged. The post discharge event of pseudoaneurysm resolved with thrombin injection is a known minor complication of endovascular procedure or vascular closure.